Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to hyperglycemia event on (B)(6) 2025. The patient blood glucose level was high and reached 914 mg/dl and the patient got treated with intravenous insulin drip. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of confusion, tired, weak, increased thirst and urinating at the time of event. No further information available.